Event description:
In 2004 pt underwent l5-s1 minimally invasive transforaminal lumbar interbody fusion using suspect medical device at another facility. Pt went on to develop pseudoarthrosis, breakage of the right s1 pedical screw, pain, and left greater than right lower extremity radicular symptoms. Pt was admitted to reporting facility in 2005 for l5-s1 removal of hardware and transforaminal lumbar interbody fusion with instrumentation.